Event description:
Used 15 times since purchase, last time was using it in rptr's car, while driving in it. Device became inflamed inside with wires and materials round them and the back seat of car burned. Field officer called store & spoke to one of the managers, who said the heating bags are no longer on sale at the store. Mgr remembers the complaint, and suggested field officer call main offices for more info on it. Field officer called main office and rec'd a response on 1/30/98. Also from k-tell corp. Co said that the heating & massager device was made in asia and imported by k-tell corp. They have been aware of the problem with this device having rec'd several complaints about it, with problems similar to this one. Co had had the dist remove all of the devices for sale, and have filed a "medical device reporting form to FDA" about it. They are now in the process of investigating the cause of the malfunctioning. The co has arranged for one rep to be in charge of dealing with the consumers and resolving any refunds &/or damages they have had from the device. No injury to consumers have been reported to have been caused by the device malfunction. Co rep asked field officer to call the consumer and give them the number to call so that their claim can be looked into. Later field officer rec'd a call from dist's main corporate offices, one of their attorney was responding to calls there. Field officer explained that they had already rec'd the info wanted as to the responsible firm (k-tell) of this device, dist said that all of the devices had been taken off sale. Date purchased dec 97.